Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that post chronic catheter placement procedure via the intraperitoneal, the fluid allegedly leaked and the patient was reported to be in a great pain and shock. Reportedly, no additional intervention performed to treat the pain and no information reported that the device caused the pain. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I implantable port, hickman single-lumen, 9.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I implantable port, hickman single-lumen, 9.6f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g3 h11: b5, d1, d4(medical device catalog), g1(manufacturing location) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that post port placement procedure via the intraperitoneal, the fluid allegedly leaked and the patient was reported to be in a great pain and shock. Reportedly, no additional intervention performed to treat the pain and no information reported that the device caused the pain. There was no reported patient injury.